Event description:
It was reported that a malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, and the customer was instructed to continue using the pump and to call back if any malfunction code recurred.